Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side deflation of a tissue expander due to one of the tabs breaking off.

Event description:
Healthcare professional reported left side deflation of a tissue expander due to one of the tabs breaking off. Device has been explanted.

Event description:
Healthcare professional reported, left side deflation of a tissue expander, due to one of the tabs breaking off. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, curved opening, around 75-100% of the suture tap is missing, delamination of suture tap, yellow particles in shell. The leak test and microscopic analysis was performed which identified, curved striated openings on anterior side assessed, as surgical damage. Curved sharp openings on suture taps assessed, as unidentified (tear) opening. (A dimension measurement in the shell was performed which identify, the thickness within specification). Partial delamination of suture tap assessed, as adhesive failure.